Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated when he removed the sensor pod, the wire detached and remain in his skin. He went to the emergency department for evaluation and was advised to seek follow up care if the area became sore, swollen or infected. The event occurred the day the sensor had been inserted into the abdomen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.